Event description:
This is a spontaneous report by a consumer from the USA of falling a lot, weak from his lung and peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient was falling a lot and feeling weak from his lung. On (B)(6) 2011, the patient was diagnosed and hospitalized for peritonitis. The consumer felt the cause of the peritonitis was from the patient falling and feeling weak, or from a bath given by a caregiver. Treatment provided was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. At the time of this report, the outcome of falling a lot and feeling weak from his lung was not reported. Concomitant medications were not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883959, gd882639, and gd882647 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.